Manufacturer narrative:
The service repair technician (srt) duplicated the reported issue. The srt powered up the electronic patient gas system (epgs) and attempted to calibrate. The epgs failed to calibrate indicating a bad oxygen (o2) sensor. The o2 sensor was replaced. A stepper motor will be replaced for precautionary measures.

Manufacturer narrative:
The field service representative (fsr) verified that the gas system failed to calibrate. He received an error message "cannot calibrate oxygen (o2) analyzer 23 0". After the failure, gas flow was reading 3.29 liters per minute (l/min) instead of <.2 l/min. He replaced the epgs. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed to calibrate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed that the user facility's electronic patient gas system (epgs) failed calibration when exposed to cold temperature and the stepper motor was defective. Per data log analysis, each time the gas system calibration was attempted it failed with 'oxygen (o2) sensor out of range at calib' with the o2 sensor value at 0. This indicates a bad o2 sensor or possible the connection to the sensor. The log confirms the complaint.